Event description:
It was identified post-operatively that the implanted latitude radial head had detached/dislodged from the implanted latitude radial stem. This resulted in a second surgical procedure (op date 13.12.18) to remove the radial head prosthesis and link the current latitude elbow construct with an ulnar cap. No replacement radial head prosthesis were implanted.